Event description:
It was reported that the emboshield nav6 delivery catheter (dc) was inserted through the non-abbott, 8 french, guiding catheter and resistance was met at about the level of the common femoral artery. The target lesion was the right internal carotid artery. The dc did not exit the guide cath. The emboshield nav6 dc was easily removed and replaced with a second emboshield nav6 to complete the procedure. After removal from the anatomy, the tip of the wire was partially separated and barely hanging by a couple threads. The same guide cath was used with the second device without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance with the guiding catheter was unable to be confirmed; however, the reported guide wire (bare wire) separation was confirmed. Based on a visual, dimensional, functional inspection, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.